Manufacturer narrative:
(B)(6).

Event description:
It was reported that during the implantation, the lead got dislodged after several attempts to position it properly. The patient condition was not good. The physician elected to suspended the procedure.